Event description:
A surgeon reports that after bilateral cataract surgery and intraocular lens (iol) implant a pt states she sees glare and complains of pain in both eyes. It was reported that the surgeon saw lines in both eyes and removed them with a yag capsulotomy maintaining bcva 20/20 in both eyes. It was reported that glare caused by light entering under an oblique angle persists. The iol remains implanted. This medwatch is for the left eye. Another medwatch report is being filed for the right eye.